Event description:
It was reported that during an ladg procedure, the device displayed an error code and active blade broke. Could not use hand switch. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
H4,6: information not available, device not returned for analysis.